Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical records allege that a power port implantable port (catalog no. 1608062, lot no. Reau0826) was implanted via the right internal jugular vein to provide IV access for treatment of giant cell arteritis. A little over two weeks after the port placement, the patient developed erythema around the right chest port and was admitted to the hospital. At the time of admission, the patient exhibited fever, hypotension, and mental status changes, and was diagnosed with sepsis and methicillin sensitive staphylococcus aureus (mssa) bacteremia. A port related infection was suspected based on the clinical presentation. The following day, the implanted port was removed. The port and catheter were reported to have been retrieved intact and were sent for gram stain and culture, which later confirmed mssa. Imaging performed afterward demonstrated no evidence of retained catheter fragments. The wound was closed, and hemostasis was obtained without reported complications. Therefore, the investigation can be confirmed that the patient had experienced erythema, bacteremia and sepsis and bacterial infection. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that on (B)(6) 2016, a patient underwent a port placement via right internal jugular vein for IV access of giant cell arteritis. Approximately eighteen days later on (B)(6) 2016, patient was diagnosed with erythema. It was further reported that patient was diagnosed with sepsis and methicillin sensitive staphylococcus aureus (mssa) bacteremia which was confirmed through blood culture. It was also reported that patient was diagnosed with methicillin sensitive staphylococcus aureus (mssa) infection. Subsequently, the port was removed on (B)(6) 2016. However, the current status of the patient remains unknown.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed with unspecified infection. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.